Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced painful burning around the scs ipg pocket site. Subsequently, the pt was given medication and the scs ipg was replaced which resolved the issue.